Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impellacp device was inserted via the left femoral artery in a 16-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. A distal limb perfusion catheter was proactively placed in an antegrade fashion prior to impella placement. The impella cp was inserted via the left common femoral artery. The patient maintained doppler-detectable distal pulses, and retrograde perfusion was therefore not connected. Subsequently, the patient developed a hematoma extending down the leg. The implanting interventional cardiologist removed the distal limb perfusion catheter, as it was believed to be contributing to the hematoma. Following removal, the affected leg was noted to be softer, with no significant decrease in hemoglobin or hematocrit and no blood products administered. The physician did not attribute the hematoma to the impella device. The impella cp was later removed to allow escalation of support to an impella 5.5. The patient survived to explant. The reported hematoma may be associated with vascular access and manipulation related to placement of the distal limb perfusion catheter rather than the impella device itself.

Manufacturer narrative:
Hematoma/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).